Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence and non-obstructive urinary retention. It was reported that the patient had a ¿fever¿ at the incision site. They had pulled the belt and believed they may have moved something. The trial patient wanted to know how they can be sure that the device was working as they no longer felt the stimulation. They also mentioned that they were using a pain diary. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received on (B)(6) 2019 from the trial patient reported that they were in pain. They did not feel the stimulation so they turned it up on their own to a level where they felt it (was no uncomfortable). It was advised that the patient contact their clinician for the issue. Additional information received from the trial patient on (B)(6) 2019 reported that the ¿tubes¿ were very uncomfortable and made them ¿crazy¿. They could barely lay on their right side and had pain with the device. When the ¿tubes¿ were removed they did not have any more pain and was able to sleep on their right side. There were no further complications reported or anticipated.